Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the insulin pump and transmitter not communicating. Customer explained that she had the transmitter and charger replaced. Customer was advised to place the transmitter as close to the pump as possible and to keep all wireless devices at least 12 inches away from the transmitter and pump. Customer stated that the closest blood glucose reading to the time of the incident was 50 mg/dl. Customer treated with juice and stated that she is low due to over compensating for a high blood glucose level. Customer declined troubleshooting for the high blood glucose and low blood glucose on the pump. Customer stated that she is aware that she can run a self test on the pump if the transmitter and pump are not communicating.